Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012840707 was returned and analyzed. During visual inspection, it was found that the shaft and wires were broken at the handle nose. The printed circuit board assembly(pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. The shaft, guidewire lumen, and wires were broken. Verification of steering mechanism was performed. During deflection testing (rotating steering knob in both directions), the shaft was unable to deflect as expected. Verification of sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity test revealed an open loop on the electrode #4 wire. During inspection of the shaft segment, broken electrode #4 wire(s) was observed. During inspection of the shaft segment, a guidewire lumen breach was observed. In conclusion, the catheter failed the returned product inspection due to a broken electrode wire in the shaft, a breach on the shaft inside the handle, and a breach on the guidewire lumen in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the catheter snapped at the handle and sparked after delivering a pulse, and an overdrive current warning appeared on the generator. The patient was under general anesthesia, and the case was completed without medical or surgical intervention, hospitalization, injury, or complications. The catheter was replaced after the snap to resolve the issue, and there was no indication of damage on the catheter prior to the event. No patient complications have been reported as a result of this event.